Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01583. It was reported the patient stated she is not feeling any beneficial stimulation in her lower back and legs. However, the patient is experiencing pain in her lower back and ribs. Reprogramming was unable to resolve the issue. X-rays did not reveal lead migration. The physician suspects scar tissue is causing the issue. In turn, the patient may undergo surgical intervention as the next course of action.